Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a.this report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain two years after total knee replacement.

Manufacturer narrative:
DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.